Event description:
It was reported that the drive support cap was protruded. The insulin pump has cosmetic damage. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to unlocked lcd connector. Insulin pump also received with loose and protruded drive support disk, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.